Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call partial display and failed battery test. Customer¿s blood glucose level was unknown. Troubleshooting for partial display was performed. Customer advised there was a blue line on the bottom of the display screen. Customer did not have a battery to check if replacing would resolve the issue. Customer had a failed battery test alarm and declined to troubleshoot. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
(B)(4) a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.